Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 250 units of insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer had filled the cartridge with air prior to adding insulin. The customer was instructed regarding cartridge labeling instructions.